Manufacturer narrative:
D9: device returned to manufacturer: 05-dec-2024. One device was returned for repair with complaint that latch is broken, not able to un-attach cassette. Event log was reviewed and there were no errors related to the complaint. There were no services reported previously. Visual inspection found downstream occlusion (dso) seal was degraded. The dso seal was replaced. During latch lock test, found that lack/lock was not functioning properly, verifying complaint. Latch/lock was replaced. Device passed functional testing post repair.

Manufacturer narrative:
E1: phone ext. (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the latch is broken, not able to un-attach cassette. Patient had to use a screwdriver to remove cassette. The service history review had no indication that the complaint was related to a service of the device within the review period.